Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the front corner down the handle and the bottom case was cracked by the l bracket. A review of the event history log identified invalid syringe size alarm. During functional testing using the occlusion test, the reported issue was duplicated, could not verify the shutting off by itself. The root cause of the problem was related to normal wear of the pump as it is over 6 years old. Replaced size pot as a preventative measure, part was over 6 years old. Also as a preventive measure replaced the main board.

Event description:
It was reported that the pump would shut down by itself and state the wrong syringe size. No patient injury was reported.